Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly inside the patient. The physician was unable to locate and retrieve the needle. The procedure was completed with another pinnacle anterior pfr kit with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant has not indicated whether the pinnacle anterior pfr device will be returned. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.